Event description:
Pump declared alarm 31 during use, causing concern for the customer's insulin therapy. There was no adverse impact to the customer's blood glucose level. Despite cts's assistance with loading a new cartridge, the issue persisted, and the customer had to use an insulin pen as a backup. Cts decided to replace the pump, which was still under warranty.